Manufacturer narrative:
Date of event: aware date used as event date is unknown.

Event description:
It was reported that device did not seal. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. The device did not seal and a subsequent procedure was performed to close the leak. The patient is extending their anticoagulation medication for an additional four months.